Manufacturer narrative:
(B)(6). Three samples were returned for evaluation. Two of the inserters were returned without the anchor and suture attached, and one inserter was returned with the anchor attached. The devices were visually evaluated and no issues were identified. The devices were functionally tested and performed as intended. The inner plug of the anchor moved with the anchor body with no issue, and the anchor was able to be deployed successfully. A review of the nonconformance database did not identify any issues with the manufacture of this lot. Per the instructions for use to properly disengage the anchor ¿rotating the knob counterclockwise loosens the inner anchor plug.¿ and ¿slowly disengage the suture anchor from the inserter. Discard the insertion device and cut the excess suture.¿ after the evaluation the root cause for the reported issue was determined to be user error. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a rotator cuff repair, the anchor was not disengaged from the shaft. There was no backup device available to complete the procedure. The procedure was completed with a single row suture after a thirty minute procedural delay. It was confirmed that nothing broke in the patient and there were no reported injuries or complications.